Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd waste tank full error occurred while running patient samples. The following information was provided by the initial reporter: waste tank full error are you running patient samples for diagnostic test?: (if yes or unknown, go to question #2. If no, no further questions required.):yes. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes. Did the customer bypass the error message?: (if yes, go to question #4. If no, no further questions required.): yes.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131 g.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). Investigation summary: based on the investigation results, the reported issue of a waste tank full error code was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for a waste tank full error was due to a worn cable waste stub. The issue was resolved after the part was replaced. No further problems were noted and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd facscanto ii cytometer 4/2 system ivd waste tank full error occurred while running patient samples. The following information was provided by the initial reporter: waste tank full error. Are you running patient samples for diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.):yes. Was there an error message? (If yes, go to question #3. If no, no further questions required.): yes. Did the customer bypass the error message? (If yes, go to question #4. If no, no further questions required.): yes.